Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as the care taker changed. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with injection reflin (500mg, three times daily, ip) and injection fortum (500mg, three times daily, ip) which continued. On (B)(6) 2011, the patient also began remedial therapy with injection vancomycin (1mg, loading dose, ip). At the time of this report the patient remained hospitalized with the event of peritonitis resolving. It was not reported it the caretaker or patient were retrained in aseptic technique. Peritoneal dialysis was ongoing. The nurse believed that the peritonitis was not related to the dianeal pd2 ultrabag therapy however the nurse did not provide an assessment of causality for the break in aseptic technique.